Event description:
Fractured venous catheter transected near hub. Pt plugged catheter with toothpicks and went to ER for repair by surgeon. Pt bled at home. He did not require a transfusion and is now okay.